Manufacturer narrative:
Batch review performed on (B)(6) 2023. Lot 2114979: (B)(4) items manufactured and released on (B)(6) 2021. Expiration date: 2026-11-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
Immediately after the primary shoulder surgery, in post-op recovery, the patient dislocated and the cause is unknown. The surgeon opened the patient back up again and revised the poly to a thicker poly. The surgery was completed successfully.